Event description:
Info received indicates it is not possible to lock the left siderail into the upper position.

Manufacturer narrative:
The technician cleaned and lubricated the siderail locking mechanism to repair the bed.